Event description:
New information noted that the patient presented for a follow-up in the clinic.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. Visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.